Manufacturer narrative:
Device code 1 updated.

Manufacturer narrative:
Concomitant medical products: additional device: tgu404020, lot # 11415976, UDI: (B)(4). A review of the manufacturing records for the devices verified the lots met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2014 a patient was undergoing treatment of a descending thoracic aortic aneurysm measuring 78.0mm with two conformable gore® tag® thoracic endoprostheses. On (B)(6) 2015 the aneurysm measured 60.5mm. On (B)(6) 2016 the aneurysm measured 62.7mm. On (B)(6) 2018 the aneurysm measured 77.5mm. On (B)(6) 2018 the patient exhibited a type a dissection. An aortic valve replacement, ascending aorta replacement, total arch replacement and descending aorta replacement with removal of implants was performed. The patient tolerated the procedure, but the post-operative course was described as complicated. On (B)(6) 2018 the patient expired.

Manufacturer narrative:
Conclusions code 1 updated. Conclusions code 1: code 4315 - the devices were discarded at the facility. Therefore no evaluation of the devices was able to be performed. Reportedly the reason for the explant of the descending aortic devices was not specified. Therefore cause was unable to be established.

Manufacturer narrative:
Additional information - cause of death established: reportedly the patient developed complete av block post reintervention (procedure performed december 19, 2018) and was unable to be resuscitated. H.6. Conclusions code 2 additional code added h.6. Conclusions code 2: code 22 - according to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to, dissection of the aortic vessel and reoperation.